Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) no anomalies found; the full lead was returned for analysis. The inner tubing was kinked/buckled. Blood was observed in/on helix mechanism and there was apparent implant damage.

Event description:
It was reported that during the implant procedure, there was positioning difficulty. There were patient anatomy issues that prevented placement. The physician decided to implant another lead. No patient complications were reported as a result of this event.